Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient remotely presented a merlin transmission, post-paced t-wave oversensing was observed. Reprogramming changes were made.